Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that half height cubie drawer 4.1, c1, 4.2 ¿ b3 and d5 was not detected on bus. A field service engineer (fse) had reseated all the connections in the drawer to resolve the issue of the device. The system functioned as intended after the field service engineer had resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie pockets were not detected on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.